Manufacturer narrative:
No product will be returned per customer. A picture provided by the customer shows blood leaking from the pvc tubing to the top cap inlet port of the drip chamber blood filter. The root cause of this failure was not identified.

Event description:
The customer reported a leak at the y connection during transfusion of a unit of blood that had been hung at 0549. The patient called the rn almost 2 hours later at 0743 and reported blood was dripping from the unit of rbcs when she got up to the bathroom. The leak was noted in between the two tubing spikes at the top of the blood tubing chamber, after ensuring that the extra spike on the blood tubing was clamped and there was no backflow. The transfusion was stopped immediately and vital signs were stable with no apparent patient effect. The patient received approximately 220 ml from the unit. Blood cultures were drawn and a hematocrit was done to ascertain whether the patient needed an additional unit; no additional blood was required.